Manufacturer narrative:
Summary of evaluation: evaluation could not be performed. Device not returned to howmedica rutherford.

Event description:
Pt presented with slight knee pain. Radiographs revealed slight polyethylene wear, and the insert was revised.